Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down unexpectedly. Customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Manual insulin injections were administered to address elevated bg level. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.